Event description:
Report received from the USA stating that the plastic tray was cracked at the interface between the rivet (locking plate) and the plastic tray. The event occurred during an aneurysm surgery. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.